Event description:
It was reported that the patients leads had fractured, however, this was not confirmed through imaging. No further information could be obtained. Additional information was received that the patients leads had high impedances. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) and batch: 7081338.

Event description:
It was reported that the patients leads had fractured, however, this was not confirmed through imaging. No further information could be obtained.